Manufacturer narrative:
Ref comp # (B)(4).

Event description:
On may 20th fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that the device is pushing too much fluid and hurting the patient. The patient was hurting his colon/stomach. Patient is stable and had no further complications post procedure. No medical intervention was needed. The site was not able to retrieve the polyp. The mucosal lining was damaged, so no clear biopsy could be taken. No other information was provided.